Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.

Event description:
Patient underwent initial total knee arthroplasty on an unknown date in 2000 and revised on (B)(6) 2014 due instability and fracture of the locking bar. The polyethylene bearing and locking bar were removed and replaced.